Event description:
It was reported the customer self started on the pump without health care provider guidance, and experienced fluctuating blood glucose levels. Customer's blood glucose level went low due to basal being set too high. Pump setting were adjusted and then blood glucose level went high (500 mg/dl), and customer experienced nausea and vomiting. Customer delivered a manual injection and then went to the emergency room on (B)(6) 2015. No treatment was given to customer due to his blood glucose level being corrected by the manual injections that were previously delivered. Customer was never admitted to the hosp.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.